Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experiencing high blood glucose. Blood glucose level was 435 mg/dl. Customer declined troubleshooting. Customer treated with bolus and injection. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.